Event description:
It was reported that during final tightening of an l4-s1 lumbar fusion, the tapered u joint driver was used and the threads broke off. Another screwdriver was used to complete the procedure.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. The technique guide instructs that the screw is locked when the ring on the driver meets the entry point on the aiming device and should not be advanced further. It contains a warning that excessive torque can damage or break the instruments or implant. Use four fingers for final tightening. The consultant for this account was contacted on (B)(4) 2012 by product development and at that time confirmed that the surgeon was overtightening during the final tightening step as part of their technique, using a whole hand grip on the screwdriver as well as continuing to apply torque to the screw past the point where it initially seems tight. It was concluded that the condition was caused by use of excessive torque when tightening the screws. The complaint is deemed invalid. No expiration date. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation revealed the t15 tip of the returned device twisted clockwise. The tip got twisted clockwise during screw locking. There are also marks on the shaft-coupling which confirms that the device was supposed to forcible use. Based on the condition of the returned device and evaluation, the complaint is invalid from a manufacturing standpoint.